Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the probe suddenly remained on continuous fire. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress, or an internal leak due to a broken/damaged bond of the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device continuously activated.